Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 38 synergy¿ drug-eluting stent, it seemed like the stent was stuck to the stent protector when the physician was removing the stent protector. After the stent protector was removed, it was noted that the proximal portion of the stent shifted to the middle. The procedure was completed with a 4mm x 38mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 6 most distal stent struts appear undamaged and crimped correctly in place, the remained of stent was damaged. Stent struts were bunched at a site in the centre of the stent causing the proximal end of the stent to move distally exposing part of the balloon wall. The undamaged section of the crimped stent od (outer diameter) was measured to be 0.0475'' which is less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon material, indicating correct crimping and positioning of stent prior to the event. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the stent also moved on the balloon.